Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. A review of the device logs identified no malfunctions. Alerts for high glucose and occlusion were appropriately triggered and acknowledged by the user. Insulin delivery was paused multiple times, and several occlusion alarms occurred in the evening. Despite multiple insulin primes, cgm data showed sustained hyperglycemia throughout the day, suggesting insulin delivery was likely impaired due to an infusion site issue.

Event description:
On 16-jun-2025, the user contacted customer support reporting elevated blood glucose (bg) levels following a supply change. Despite multiple infusion site changes and troubleshooting efforts, bg remained above 400 mg/dl throughout the day. The user experienced symptoms consistent with diabetic ketoacidosis (dka) and was sought emergency medical care. The user was hospitalized on (B)(6) 2025 and treated in the intensive care unit (ICU) with intravenous insulin. The user reported that bg levels stabilized during hospitalization. The user returned the ilet device for replacement as a precaution and resumed ilet use on (B)(6) 2025. No long-term health effects were reported.